Event description:
It is reported that the surgeon found scratches on the nail after opening it's sterile packaging.

Manufacturer narrative:
This report will be amended when our investigation is complete.